Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. The pd catheter (not a fresenius product) was removed, and the patient was no longer completing pd therapy. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic for a routine appointment on (B)(6) 2025. At that time, the patient reported having lower abdominal cramping for a few days prior, but stated she had no symptoms on that date. On (B)(6) 2025 the patient went to the emergency room (ER) with abdominal pain. Pd cultures were obtained. The patient was admitted to the hospital with a diagnosis of peritonitis. The antibiotic therapy is unknown. No documentation for the antibiotic therapy were found in the patient¿s records. The patient¿s white cell count on (B)(6) 2025 was 10,760. The cultures resulted positive for enterococcus species. The patient¿s pd catheter was removed. The patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6)2025. The cause of the peritonitis is unknown. The patient will be reassessed once recovered to determine if a return to pd therapy is possible.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization and transition to hemodialysis. However, there is no documentation in the complaint record to show a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis is unknown, the culture results of enterococcus species suggests either a translocation of the bacterium or a contamination event. ¿enterococcal peritonitis mainly originates from the intestine, and it may also be caused by direct contamination in several cases.¿ based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. The pd catheter (not a fresenius product) was removed, and the patient was no longer completing pd therapy. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic for a routine appointment on (B)(6) 2025. At that time, the patient reported having lower abdominal cramping for a few days prior, but stated she had no symptoms on that date. On (B)(6) 2025 the patient went to the emergency room (ER) with abdominal pain. Pd cultures were obtained. The patient was admitted to the hospital with a diagnosis of peritonitis. The antibiotic therapy is unknown. No documentation for the antibiotic therapy were found in the patient¿s records. The patient¿s white cell count on (B)(6) 2025 was 10,760. The cultures resulted positive for enterococcus species. The patient¿s pd catheter was removed. The patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025. The cause of the peritonitis is unknown. The patient will be reassessed once recovered to determine if a return to pd therapy is possible.